Event description:
International complaint received from another country. Customer reports while attempting to use (no patient involvement) the product leaked 25% buminate. When product was connected to (lot, s06e24110r) the leak occurred. Reporter reports the leak came from product. No other additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 12, 2007. The sample has been requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing.